Event description:
A caller reported a malfunction on their insulin pump, identified as malfunction code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.